Event description:
It was reported that there was a hairline crack in the footrest of the stairchair. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Customer evaluated unit. Footrest. Customer repaired unit.